Event description:
It is reported that the device was implanted in 2004. After surgery, the representative noticed discrepancy between liner and head size. The facility alleges the 28 mm head was in a 32 mm box. Upon further investigation, the implant sheet record showed the implant was a 28 mm. The hospital threw out the box in question. Subsequently, the following month, the pt was revised to a 32 mm head to match their 32 mm liner that was already in place.